Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10-19 mg/dl. Low bg cause was not known. A 12 unit bolus was found in pump history; however, customer was unable to provide additional information. An emergency medical technician administered a glucagon injection to address the issue and customer went to the emergency room. Customer was subsequently admitted to the hospital and was moved to the intensive care unit on (B)(6) 2022 as they "went into cardiac arrest ". Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Discharge date was unclear. The customer continued to use the pump for insulin therapy.